Event description:
Additional information was received from the reporter. The previously sidecut position was not correct. According to the surgeon, the cut was peformed between the 10 and 11 o'clock position and between the 1 and 2 o'clock position. No hospitalization or medical treatment was required.

Manufacturer narrative:
Evaluation summary: suction loss may occur as a result of the patient interface (pi) device losing reservoir vacuum or a damaged pi ring or tubing. Suction loss may also occur due to poor docking, patient anatomy or patient movement during treatment. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. In this case, there were no system messages or other system related issues reported that would clearly indicate that the system contributed or caused the reported event. The creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap de-centration, incomplete flap creation, flap tearing or incomplete lift-off. No further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The system was met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. Software version 2.30. (B)(4).

Event description:
An ophthalmic surgeon reported suction loss during treatment of the first eye of a bilateral flap cut. A system message was displayed. Bedcut had been completed. Under microscope observation, the surgeon observed that the sidecut had partially been performed at the hinge margins (between 7-8 o'clock and 4-5 o'clock). Treatment was stopped. According to the reporter, an eye shift was suspected to have caused the suction loss. Prior to starting treatment, recognition issues with the patient interface (pi) were reported to have occurred. The involved pi was discarded. Additional information has been requested but not received to date.